Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient's mother reported fluid leaking from the pump site (opposite side of site than previously). The patient was started on bactrim and clindamycin. The patient was instructed to return to clinic if the antibiotic do not resolve the issue. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was fluid leaking from pump site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was b)(6). 2020. No further complications were reported/anticipated.